Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to have been discarded by the user facility. The device history record was reviewed, and no discrepancies were noted.

Event description:
It was reported that the device would not hold a clip/the clip would not hold tissue and was misfiring. Another device was used to complete the case. There was no patient injury. It was later reported that during a gallbladder removal the trigger of the device was stiff and an audible grinding noise was heard. The handle was not smooth. When the handle was closed, the clip crossed over itself on the duct. The issue was noticed immediately. A clip was fully advanced in the jaws prior to firing. It was not believed that any clips were fired successfully prior to the event. The clip was not fired over another clip or hard structure. The patient was middle aged, and heavy set. The device was reported to be discarded by the user facility.